Event description:
A surgeon reports a pt with a decrease in bscva following a study. At 3 months post-op, this pt experienced a 1-line decrease in bscva in the left eye. Ucva improved from >20/100 to 20/30. At one month post-op this pt reported halos and near vision was not as good as a distance vision. Halos persisted through the 3-month post op visit.

Manufacturer narrative:
A surgery database performance verification was conducted on this sys. The analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. This report mailed in to FDA on: 07/26/2007.